Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the use of the tibial groove cutter to realize the print of the tibial component, the point of the cutter that smashes the bone was broken and got blocked in it (the piece has been found and thrown) , expanding the bone print. The cementless tibial component did not hold. The surgeon had to implant a cemented tibial component.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the use of the tibial groove cutter to realize the print of the tibial component, the point of the cutter that smashes the bone was broken and got blocked in it (the piece has been found and thrown) , expanding the bone print. The cementless tibial component did not hold. The surgeon had to implant a cemented tibial component.